Manufacturer narrative:
Product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 977a160 lot# serial# va1mp8q937 implanted: (B)(6) 2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was rec'd from the patient. It was reported that a year ago the pt noticed that their ins needed to be revised in the "pocket", revision will be done on the 21st. Pt said that they had a piece of "feature" hanging out that never gone away. Pt said that the doctor tried cutting the feature back but it kept on popping out.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial#: (B)(4), implanted:(B)(6) 2020, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient is having a pocket revision and a possible lead revision on (B)(6) 2021. The reason for the revision is unknown at this time. The health care professional has no further information regarding this event at this time.